Event description:
It was reported that a new ilet user experienced elevated blood glucose after delivering a larger-than-usual announcement while newly trained on the pump, and was informed that the system requires an initial adaptation period. Symptoms included hyperglycemia. Outcomes included no hospitalization and glucose trending down after the event. Investigation included customer consultation and troubleshooting with education on device adaptation and use. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with early-use adaptation and user therapy inputs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.